Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation nor any information was received after evaluation on site by qualified technician; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine, described as an "error in current" which caused the uf unit to stop operating. The treatment was discontinued, and the patient experienced chest tightness, shortness of breath, and a weight gain of 2kg. The patient's symptoms improved and dialysis was restarted as ordered by the physician. No additional information is available.